Manufacturer narrative:
Visual analysis methods were performed on the returned device. The reported packaging issue (incomplete/compromised seal) was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned doc cover pouch was returned and confirmed to be missing the bottom portion of the perimeter seal. The doc cover not being completely sealed was determined to be a potential product quality issue; therefore, exception issue has been initiated to further evaluate this complaint. Exception issue has been initiated due to the potential product quality issue and corrective action, if any, will be determined per internal operating procedures.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar's drive optical connecter (doc) cover was found to be unsealed during preparation. Therefore, the doc cover was not used in the patient. A dragonfly optis imaging catheter with a sterile doc cover was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.